Event description:
It was reported to vyaire medical, the vent is giving high fio2 alarm. Customer reported no patient harm.

Manufacturer narrative:
Vyaire medical investigation file # (B)(4). 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : currently, the device has not been returned for evaluation

Manufacturer narrative:
Result of investigation: vyaire field service conducted troubleshooting. Replaced o2 (oxygen) sensor. Conduct est (extended system test and passed. Vt accuracy verification unit passed all performance and safety checks. Returned to customer and cleared for clinical use.